Event description:
As reported by the user facility: event 1: incident description: b braun pump stopping due to air in line" x2 today with norepinephrine infusion. First occurrence was a tiny champagne bubble second occurrence several hours later there was no air/bubbles. Due to the nature of the medication (norepinephrine) and acuity of the patient the patient could have suffered serious harm. Rn required to run back up infusion simultaneously which creates more opportunity for error. Back-up infusion was increased during the pump stoppage to ensure continued medication delivery."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.